Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen. Customer reported that the pump had damaged retainer ring. Customer reported that the reservoir was unable to lock in place. No harm requiring medical intervention was reported. The customer will discontinue to use the product.

Manufacturer narrative:
Retainer ring= missing customer return device for alleged critical pump error & cosmetic damage located at the retainer ring & blank display and was found on (B)(6) 2022. Unable to perform displacement and occlusion test due to missing retainer ring. Unit passed the rewind, prime/seating, basic occlusion test, force sensor test, active current measurement, and self-test. Unit failed to pass the sleep current measurement due to high currents. No critical pump error (open book) noted during testing. Unable to lock p-cap into place properly due to missing retainer ring. Unit was successfully downloaded using thus for history files and traces. No alarms/alerts/anomalies noted on event date in history files and traces. Unit was cut open to perform visual inspection and found evidence of moisture damage in electronic stack & force sensor. Unable to perform force sensor zero offset test due to moisture damage on force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), serial number label missing, keypad overlay texture damage, detached retainer, missing o-ring (reservoir tube), corroded battery tube. Critical pump error is not confirmed. Cosmetic damage is confirmed at retainer ring. Blank display is not confirmed. Unexpected battery power loss & battery lasts less than expected is confirmed due to moisture damage on electric board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.